Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d274trk, bi-ventricular defibrillator, (B)(6) 2009; 4194, implantable pacing lead, (B)(6) 2011; 5076, implantable pacing lead, (B)(6) 2005. (B)(4).

Event description:
It was reported that there was undersensing observed in the right ventricular lead after delivering therapy and that a possible lead replacement was planned. It was further reported that there was high lead impedance in the left ventricular lead and that a future lead revision was planned. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.